Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window. The insulin pump had a missing end cap sticker.

Event description:
Customer states he received a button error alarm and battery out alarm. Customer's blood glucose was 101 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.